Event description:
Boston scientific crm received information that this patient with this implantable cardioverter defibrillator (ICD) device returned to the hospital six months post-implant, as the device was found eroding from the pocket. As the ICD required a sub-pectoral repositioning, but it is included in the advisory (subpectoral implant 2009 ((B)(6) 2009)), it was unable to be re-implanted. The device was explanted and replaced with an ICD model conducive to sub-pectoral placement. The procedure was successfully completed without further incident.

Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.